Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was returned for analysis. A delivery wire, coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked, due to the interlocking arm of the coil was detached and it was not returned. The twist lock of the introducer sheath had been opened. The delivery wire was inspected and no anomalies were noted. The coil was inspected and it was found kinked and stretched. The interlocking arm of the coil was detached. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm of the coil was detached and it was not returned. The main coil was found kinked and stretched. Many of the fiber bundles were detached. Dimensional inspection of the delivery wire that could be measured was performed and were within specifications. Dimensional inspection of the outer diameter (od) of the zap tip and od of the primary coil were performed and were within specifications. However, the no. Of distal fiber bundles and proximal fiber bundles were lacking.

Event description:
Reportable based on device analysis completed on 28jun2019. It was reported that the coil detached in advance. A 20mmx40cm interlock-35 was selected for use. During the procedure, the coil was delivered to the y-valve. However, the coil detached in advance in the introducer sheath. The procedure was completed with a different device. No complications reported and patient is stable. However, device analysis revealed that the interlocking arm was detached and there were missing coil fiber bundles.